Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a microintroducer sheath splitting during use is confirmed and was determined to be manufacturing related. One 5.0 fr microintroducer was returned for evaluation. A microscopic observation revealed a long, longitudinally aligned split at the distal end of the microintroducer sheath. Opposite the longitudinal split on the distal end of the gray sheath the sheath appeared pushed back as if it caught during use of the microintroducer. The longitudinally aligned split appears to be due to a manufacturing related event. This complaint will be recorded for future trending and monitoring purposes. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during insertion of PICC line the peel away sheath split at the distal end during dilation of the vessel. No patients or healthcare workers were injured as a result of the issue.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during insertion of PICC line the peel away sheath split at the distal end during dilation of the vessel. No patients or healthcare workers were injured as a result of the issue.